Manufacturer narrative:
The reported complaint of sensing noise was not confirmed. The device was received in normal range of operation. Analysis of the device image was performed and no anomalies were noted. Mechanical evaluation of the header and setscrews were performed and revealed that the right ventricular hex inset of the setscrews contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. Further electrical testing was performed and found to be normal. A longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.

Event description:
During an implant procedure, noise resulting in oversensing were observed on the device. As a result, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.